Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 1.4970" from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. For clarification, the customer complaint was misalignment. The instrument was found not to have misaligned grip tips, but a broken main tube. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation(s) not reported by site: the instrument was found to have the proximal clevis dislodged from its original position. Although the instrument proximal clevis was dislodged the instrument was able to operate. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips opened or closed. The instrument was not fully functional. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause for the misaligned grip tips cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was found to be misaligned. The procedure was completing as planned with no reported patient injury.